Event description:
It was reported that customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The time on the insulin pump was set to pm versus am. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to complete to the best of our knowledge.